Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation or report that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 13-sep-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for thirty-six (36) hours before being discharged home. The cause of the complication is unknown. There was no allegation or report that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax, requiring placement of a chest tube. On 19-sep-2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician believed that the ion system did not contribute to the pneumothorax. However, he mentioned that instead, the procedure-specific details themselves may have caused the pneumothorax. The physician believed that the pneumothorax could have also occurred via another biopsy modality. A malfunction of an ion product did not occur. The pneumothorax was identified on a post-operative x-ray. The pneumothorax¿s initial size was estimated to be 80% and did not increase in size. A chest tube was placed immediately to help resolve the pneumothorax. There were no additional symptoms reported. The patient was hospitalized for thirty-six (36) hours and was then discharged home.